Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had alleged that the insulin pump was under delivering insulin. Customer stated insulin pump was not delivering correct amount of insulin to his body. Customer went to emergency room due to diabetic ketoacidosis with a high blood glucose level of 22 mmol/l. Customer's current blood glucose was 4.4 mmol/l. The reservoir will not be returned for analysis.